Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing and externalized conductors via x-ray were observed. The lead was capped and replaced during the device exchange. Patient condition was fine.